Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The damage observed is not consistent with normal wear and tear. The front enclosure was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.